Manufacturer narrative:
Product analysis #(B)(4):the investigation is based on accuview graph review and on the graph it appears that the ph level drops below 4 ph and then increases to 8 ph. DHR (device history record): bravo capsule, lot: 30281q, pass since there are ph level surges on the graph, it can be concluded that the capsule detached earlier.

Event description:
According to the reporter, customer called to report the capsule detached at the start of the study. Technical support received a copy of the study data and confirmed it appears to have detached and high baseline and ph readings.